Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the amplitude changed from 11 to 30 and then back down to 11, while the device was on a patient. The end-users noticed that the baby's chest started shaking more when the amplitude increased and went down when the amplitude decreased. There was no patient compromise. The patient was switched to another ventilator.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue but determined that the unit was due for 12k preventative maintenance with driver replacement. The fsr replaced the driver and performed the 12k preventative maintenance. The unit meets manufacturer specifications. The carefusion failure analysis laboratory received the 3-ohm driver assembly and evaluated the device component. An evaluation of the component did not duplicate the reported issue. There were no failures detected.